Event description:
Three (3) hospira transpac IV trifurcated monitoring kits (with safeset reservoir and two blood sampling ports) were returned. Two would not aspirate to draw labs and one flushed hard and was discarded prior to use on the patient. The operating room reported that they have been having problems with the devices and have been throwing them away.